Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported a catheter was never implanted because when it was opened during a routine end-of-life pump r eplacementxxx, the hcp was not able to aspirate well. The system involved was being used to deliver morphine. Only the connector piece and pin were used and the hcp felt like the piece was defective. He was not satisfied with the amount of fluid he was getting when aspirating, which is why he decided it was a connector issue and not a catheter/rotor issue. Another catheter was opened and the connector from that kit was implanted. A dye study and rotor study were performed to check catheter and rotor integrity and it was determined that both were fine. The issue was resolved at the time of the report. The patient status at the time of the report was ¿alive- no injury.¿ it was noted that this was a ¿product issue more than anything¿ and that the patient was fine. The patient's medical history was not able to be obtained. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Analysis of the 8731sc catheter revealed no significant anomaly found; the catheter sc connector was damaged at explant.